Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement test, rewind, basic occlusion and prime/a33 tests. Unable to perform excessive no delivery and occlusion tests due to motor error alarms. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 347 mg/dl. Customer received the alarm during a bolus and while re-programming the pump. Customer stated that he was given an insulin pen when he went to the doctor's office and it has been working. Customer's blood glucose was 107 mg/dl this morning. Customer stated that the bottom of the pump was sticky and he was not sure if it was leaking. Customer stated that he was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.